Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that before the implant procedure began, the device was interrogated and a gray bar was displayed. The device was not selected for the procedure and another device was used in the procedure. There was no patient involvement.